Event description:
Physician implanted immunocompromised patient with matristem surgical matrix psmx as an onlay (anterior to fascia, posterior to subcutaneous tissue) in (B)(6) 2012 following abdominal wall component separation for hernia repair, which was required after surgical transplant of an unknown organ. Patient accumulated an unknown amount of serous fluid in the abdomen at an undisclosed time following initial surgery. Patient was taken to the operating room on (B)(6) 2012. Deeper layers of the device were found to be incorporated, while superficial layers remained. The remaining superficial layers of the device were manually removed. There were no signs of infection. A small recurrent hernia was found under the device.

Manufacturer narrative:
Acell has spoken to the surgeon. Based on its review thus far, acell is not aware of any clinical or pathological evidence indicating its product was related to the need for partial explant. This MDR is being submitted out of an abundance of caution. Acell is in the process of continuing its complaint investigation.